Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was degraded. During the microscopic test, it was noted that the connector did not exit light and internal fractured was observed. Functional tests were performed; there was no aiming beam, the fiber was connected to the console, "applicator has been used 8 times" was read. The observed condition of distorted or no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector component can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire.

Event description:
It was reported that during intracorporeal lithotripsy, the fiber was connected as usual, after 2 to 5 minutes it was observed that the fiber did not emit more energy. The procedure was completed with another fiber. There were no patient complications. The fiber was returned and analyzed. The analysis revealed a fracture in the connector; therefore, reportability criteria is met based on this finding.